Event description:
International affiliate reports l 3-4 posterior lumbar interbody fusion was performed. When inserting the first screw into the viper universal poly driver, the tip of the driver snapped off and fell into the patient. The broken tip was retrieved and another driver had to be borrowed from another hospital which caused a sixty minute delay to that part of the procedure. Affiliate reports there were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The viper universal polydriver was returned for evaluation. Visual inspection revealed that the fracture was located at the distal tip. The second half of the tip was not provided for evaluation. Fracture analysis found evidence of a quasi-static torsional shear overload. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis found no systemic issues that require further action. The root cause cannot be positively determined however the driver may have been subjected to a higher than anticipated torque resulting in fracture. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer and no systemic trends have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.